Event description:
It was reported that the patient originally got the ins for a herniated disc on the left side. The ins was implanted on his sciatic nerve, causing additional pain and leg numbness. The patient stated that the ins had to be replaced and moved to the front (this could not be confirmed in the manufacturer's device registry). The patient later felt pain similar to the herniated disc on his right side. The pain had been there for a while, but had worsened in the past month, and the patient felt he needed to have reprogramming done. It was noted that when the patient was in public and tried to turn stimulation up for his pain, his legs jumped. This occurred with all programs. The patient experienced coupling and or communication issues, and saw the poor communication screen. An ins overdischarge was suspected. Patient compliance was primary reason for overdischarge. The last time any stimulation was felt was less than 1 month ago. The last successful recharging session was less than 1 month ago. The patient used the antenna locate feature, which resulted in a power-on-reset message being displayed on recharger which then lead to the normal recharging screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565-30, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; recharger: model 37752, serial# (B)(4); programmer: model 37743, serial# (B)(4); extension: model 3708160, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; extension: model 3708160, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; extension: model 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted: na. (B)(4).